Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer experienced an elevated blood glucose (bg) level with trace ketones. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.